Manufacturer narrative:
The creatinine reagent lot number and expiration date were not provided. The tpuc3 reagent lot number was 783083 with an expiration date of 31-may-2025. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient urine sample tested with creatinine assay and total protein urine/csf gen.3 (tpuc3) assay on a cobas c503 analytical unit. The customer alleged that the urine total protein/creatinine ratio result was also discrepant. Creatinine: initial result: 114.0 mg/dl. Repeat result: 5.15 mg/dl. Tpuc3: initial result: 363 mg/dl (accompanied by an invalidating flag). The sample was auto-repeated. 1st repeat result: 117 mg/dl (auto-repeated and accompanied by an invalidating flag). The result was reported outside the laboratory. The customer noticed the auto-repeat, questioned the result, and repeated the sample using manual dilution. 2nd repeat result: 37 mg/dl (tested with manual dilution and reported outside the laboratory). The final result was 1845 mg/dl. The result of 1845 mg/dl was deemed to be correct. Reportedly, an amended report with the correct result was issued.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The qc was provided for (B)(6) 2024 and(B)(6) 2024 and it was acceptable. There was no indication of a performance issue with the reagent. The calibration data was unreadable and was not evaluated. The alarm trace showed abnormal aspiration and liquid level alarms which can be an indication of poor sample quality. The customer mentioned the results appeared to be due to a technical error in the dilution protocols. The field service engineer (fse) performed hardware checks and verified that the system was performing within specifications. Precision studies were performed and they were within specifications. The troubleshooting actions performed by the customer and the fse resolved the issue. The investigation did not identify a product problem. The cause of the event was due to a user error (technical errors in following the dilution protocols).